Event description:
Customer states that about 20 pts have developed some bumps around injection site. They range from red bumps with fluid to sometimes non visible. Customer states that this started around (B)(6) 2011. One pt who had fluid went for add'l testing and cortisone treatment was given to that pt.

Manufacturer narrative:
Complaint history check yielded no other complaints for similar condition for the lot reported. All syringes mfg for this catalog are sterilized to a validated process that assures sterility as required by iso sterilization by radiation 11137 series standard. All mfg lots are reviewed before release for sale to assure the required dose of radiation is applied per the validated process. Non pyrogenicity and cytotoxicity is verified as part of the routine test procedures using defined good lab practices (glp) process. Quality will continue to monitor on monthly trend reports.